Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export. Therefore; 510k is not applicable.

Event description:
Customer reported that their technician stated there is poor image quality, loose seal between chip and lens causing bubble to appear on the image. Sent in for repair. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: this event is considered to be caused by moisture entering the lens due to the loss of watertightness between parts due to external loading.

Manufacturer narrative:
Correction information. G4:.premarket identification PMA/510(k). G6: follow up #2. H2:if follow-up, what type?

Manufacturer narrative:
Correction information. G2:report source (I checked "foreign" by mistake, so I will correct it.). G6: follow up #3. H2:if follow-up, what type.